Manufacturer narrative:
The insulin pump passed displacement test. No audio/beep tone due to open coil. The insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had an audio/beep anomaly. The customer's blood glucose was unknown.